Event description:
It was reported that this right ventricular (rv) lead was presenting high pacing impedance issues. After x-ray testing, it was discovered that there was not slack presented. Lead revision was successfully performed. Device remains in service. No additional adverse patient effects were reported.